Event description:
It was reported that at the implant attempt, the lead had unacceptable thresholds and the impedance measured 2240 ohms. Multiple attempts at repositioning were made. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.